Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experienced low blood glucose level. Customer's blood glucose level was 50 mg/dl at the time of incident and it was treated with food. Customer's blood glucose level was 113 mg/dl at the time of call. Customer stated that insulin pump was suspended on low. It was unknown that auto mode feature was active or not at the time of event. Customer declined the troubleshooting for low blood glucose level.